Event description:
Healthcare professional reported unknown side "usg examination suspected implant rupture". Device status is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "implant rupture." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photos identified: - rupture: not observed it is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell. Additional, changed, and/or corrected data: a2, b3, b5, d6a, d6b, e1, h6.